Event description:
A cartridge alarm issue was reported by the caller during pumping. The caller's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the caller in loading a new cartridge successfully, allowing the caller to resume insulin therapy, and the issue was resolved.